Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The device was not returned.

Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after repositioning and installing the plate surgeon inserted va locking screw through guiding block in a positioning hole via fixed mode. Surgeon then removed guide block and inserted and locked va locking screws. One screw could not be fixed in proximal row most styloid hole; surgeon removed screw and inserted another screw. This screw penetrated the plate. Surgeon decided to leave the screws and plate in place and finished this surgery. It was noted the surgeon used the torque limiter 0.8nm in lock. This is 1 of 1 report for complaint (B)(4).